Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed blood and eschar on the jaws of the device. Engineering analyzed the device activation logs that were extracted from a microchip in the device plug and found 73 activations. Of these, eight were "reactivate switch released" entries, which indicate premature release of the fuse button. Premature release of the fuse button will result in an alarm by the generator and interruption of energy output; a safety feature by design. During functional testing, engineering tested the cutting performance of the device on porcine mesentery and concluded that the device performed to specifications and successfully transected tissue on all activations. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of the event is unknown as the device met its intended function. The voyant instructions for use (IFU) states "release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete will result in an error and interruption of energy output, a safety feature by design. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. This document represents our initial and final report.

Event description:
Laparoscopic radical nephrectomy- "the event occurred during the surgery in the operating room, when (name) urologist was using the device and suddenly, voyant fusion device hand piece 5mmx 37cms stop working. The seal and cut from the device was interrupted. Material fatigue: seal, cut and jaw, as the same time, and the sealing button." Additional information received via email from (B)(6) september 9, 2016 - the generator displayed an error and alarm regarding cycle seal interrupted. The problem came from the handpiece, not from the generator. The device (hand piece) stop working completely, and the generator display sealing cycle interrupted error all the time, but the hand piece wasn't sealing or cutting. The surgeon is an experienced specialist in laparoscopic surgery. There was no difficulty or resistance when actuating the blade lever. The material fatigue came from the hand piece and jaws at the same time, because sealing button stop working suddenly. Additional information received via email on september 27, 2016 - the generator only said cycle interrupted. Reactivate. Which is what usually happens when the tweezers (jaws) don't grasp the tissue properly or the sealing cycle has been performed. The device did not bend or break. But it did stop working. What happened exactly was that when the activation button was pushed it did not activate, the generator repeatedly displayed the same error about reactivating the cycle (so reactive) along with an alarm tone, and the activation button stopped working since. And with that the blade stopped working too. The user was satisfied with cutting performance while he was able to successfully use it, until it stopped working. And that's what I meant by material fatigue, because after the device was perfectly working, all of a sudden it didn't anymore. Patient status: "patient is ok. There wasn't any post surgery complication."